Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of firm nodules, swelling, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events. ¿ aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. ¿ the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. ¿ the most frequently reported isrs in the diaries were swelling (87.8%, 36/41), firmness (80.5%, 33/41), and tenderness to touch (78.0%, 32/41). The majority of isrs were mild or moderate and resolved within 3 days (table 5). ¿ aes at the nlfs after initial/touch-up treatment that required treatment included swelling treated with antihistamines and nsaids, injection site erythema treated with antibiotics, and skin mass that was biopsied and treated with steroids. One subject had mild injection site swelling that occurred after initial/touch-up treatment and was ongoing at the end of the study. This ae did not require treatment. ¿ three adverse events at the juvéderm vollure¿ xc nlfs occurred weeks to months after the injection procedure. These events included mild swelling, moderate skin mass, and severe itching. Swelling was treated with fexofenadine hydrochloride and ibuprofen, the skin mass was treated with triamcinolone, and the itching did not require any treatment. All 3 events resolved without sequelae. ¿ in general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling.

Event description:
Healthcare professional reported patient was injected with four syringes of juvéderm volbella® xc in the lips, perioral area, and marionette lines. About two months later the patient was injected with two syringes of juvéderm volbella® xc and one syringe of juvéderm vollure¿ xc in the nasolabial folds, oral commissures, perioral region, marionette lines, and anterior cheek. Almost three months later the patient presented with "subcutaneous firm nodules" and swelling in the nasolabial folds, oral commissures, and marionette lines. The injector stated the nodules "are going all the way down to the mandible." The injector also stated the patient is experiencing "a little bit of erythema in a few of the areas." The patient does not have any systemic symptoms and the areas are not tender. The patient has been treated with vitrase on four separate occasions, with the first injection occurring the day the symptoms began. Patient was additionally treated with prednisone a week later. The symptoms are ongoing. The patient applies "topical vitamin c" concomitantly. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01143 (allergan complaint #1500345) and MDR ID# 3005113652-2017-01144 (allergan complaint #1550346). This MDR is being submitted for the third suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.